Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Therapy date is unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review; part number: 314.23; synthes lot number: 4157464; supplier lot number: n/a; release to warehouse date: 19-dec-2000; expiration date: n/a; manufactured by synthes (B)(4). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pinning of the pelvis initial procedure, during insertion of 6.5 mm cannulated screw, cannulated hexagonal screw driver broke into two pieces. Second screw driver was readily available to complete the procedure successfully and same screw was implanted in patient. There was no delay in surgery. No fragments were generated and broken pieces were easily retrieved. Patient was reported as stable post operatively. This complaint involves one device. Concomitant devices reported: 6.5 mm cannulated screw (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Pd/cq investigationcustomer quality (cq) engineering investigation: this complaint is confirmed. The screwdriver shaft was received at cq with the distal hex tip sheared off at its base. Only one jagged corner of the hex feature remains intact. The sheared off tip fragment(s) were not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The screwdriver shaft was received at cq with the distal hex tip sheared off at its base. Only one jagged corner of the hex feature remains intact. The hex flat to flat and hex point to point dimensions could not be verified at cq because the hex tip sheared off at its base and was not returned, the sheared off tip fragment(s) were not returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on oct 31, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.